Event description:
Country of complaint: (B)(6). The sales representative was in the field and the medical personnel notified that while using the suture to close the abdomen or uterus the thread detached from the needle.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: 2 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and results during the process. A (B)(4) units of this code batch were manufactured and distributed. There are no units in OEM stock. There are no previous complaints of this code/batch. Needle attachment of the samples received were tested and the results fulfill the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.